Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto 3 system. Other company¿s devices were used during this study: rf marinr (medtronic), coolpath or coolflex (st jude), other irrigated rf technology (brand unspecified), velocity mapping system (st. Jude), 8.5-fr agilis nxt (st jude), swartz sheath sl0 or sl1. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that one (B)(6) male patient with paroxysmal af underwent radiofrequency catheter ablation and suffered cardiac tamponade requiring pericardiocentesis with 350ml blood drainage and extended hospitalization. Based on the facts of the case and the author's assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: "management and outcome of periprocedural cardiac perforation and tamponade with radiofrequency catheter ablation of cardiac arrhythmias: a single medium-volume center experience" the purpose of this study was to describe the incidence, management and outcomes of ca-related cardiac perforation in a set of 1500 consecutive ca procedures performed in a single, medium-volume center over a 5-year period. Suspected device is a 3.5 to 4-mm externally irrigated-tip catheters thermocool ablation catheter, however catalog and lot number are unknown.

Manufacturer narrative:
Additional information has been received on 11/22/2016. The physician stated that no adverse event was caused by using bwi catheters. (B)(4).